Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
A patient reports while activating a pod the needle had deployed prior to placement at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the expected number of pulses during priming. No timeouts or drive stalls were observed in the pod data. No damages to the environmental seal or bottom housing were observed. No damages or deficiencies to the needle mechanism were observed that could have resulted in a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Despite no damage being found, the exact timing of the cannula deployment could not be determined. The cause of the reported needle mechanism failure could not be determined.